Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event it was reported by (B)(6) that during an unspecified surgical procedure, it was discovered that the k-wire device could not be removed from the quick coupling device after being inserted into the bone. The quick coupling device was in use with a compact air device. There was a ten minute delay to the surgical procedure. It was reported that the surgeon finished the surgical procedure with a spare device. After the surgical procedure, a function check was performed and it was observed that the k-wire device seized in the quick coupling device. It was further reported that the device never moved when the tension lever was pulled. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.